Event description:
It was reported that high impedance was observed on a patient's device. X-rays were received and reviewed by the manufacturer, but due to the quality of the x-ray images received, a cause of the high impedance could not be assessed. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
It was reported that the patient's lead was replaced and the explanted product was discarded. During this surgery, the generator remained implanted. No further relevant information has been received to date.